Event description:
Patient later reported right side baker 3-4 capsular contracture".

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.

Event description:
Patient reported right side device rupture diagnosed by MRI. MRI report provided shows "intracapsular rupture of implant is confirmed. Implant is inhomogeneous in structure, with thin bundles of different courses and shapes showing unchanged intracapsular rupture. A small amount of fluid is visible around implant¿. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening device assessed as an unidentified (tear) opening (shell thickness within spec). Seroma-late: unable to observe. Capsular contracture: unable to observe. As per the investigation procedure, particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side device rupture diagnosed by MRI. MRI report provided shows "intracapsular rupture of implant is confirmed. Implant is inhomogeneous in structure, with thin bundles of different courses and shapes showing unchanged intracapsular rupture. A small amount of fluid is visible around implant¿. The device has been explanted and replaced with another manufacturer's device.